Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the returned mlx 300w xenon lightsource was in used condition. Evaluation of the unit identified that the mirror and the mirror holder were damaged. The damage allowed the direct light to burn/melt the front bezel of the unit. The mirror, mirror holder, and bezel assembly were replaced. The control board failed during the burn-in and was replaced. In addition, the turret had a rough action during evaluation; one ball bearing had come loose from its location. The turret was reseated to correct this issue. The unit passed all service and repair testing. Root cause analysis: the reported complaint was confirmed. The issue of the xenon lightsource producing a burning smell and smoking was a result of the damaged mirror and mirror holder, mostly likely due to rough handling /environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) had a burning smell and smoke. There was no patient involvement; thus, no injury, death, or surgical delay was reported.